Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was ple60a and it was not returned, however, it was used with these six cartridges. All six cartridges used in the procedure were returned due to the customer not being able to identify which cartridge had the issue mentioned in the event description. The analysis results showed that six ecr60t cartridge reloads were received. Cartridge (a) ecr60t was received fully fired and in good visual conditions. Cartridge (b, c, d) ecr60t was received fully fired and with cartridge deck damaged. Cartridge (e) ecr60t was received fully fired and with several b-shaped staples on proximal end and in good visual conditions. Cartridge (f) was received fully fired and with cartridge deck damaged. The returned cartridges (a, b, c, d, e, f) were disassembled in order to verify the condition of internal components and no anomalies were noted. The found damage on cartridge deck (b, c, d, f) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional testing could be performed due to the condition of the reloads. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy, on the first firing using a black cartridge and seamguard® on one side only related to tissue being really thick the first quarter of the staples were formed as intended, the middle of the cartridge had malformed staples and the distal portion of staples were formed as intended. The surgeon over sewed. The surgeon reported that the staple lines were fine with the other firings. The patient is male with a bmi 50 ¿something.¿ no photos available. The surgeon did six firings to complete the case; black cartridges were used for all firings. There were no patient consequences.